Manufacturer narrative:
Svn: (B)(4). (B)(6) (B)(6) no issue found. Helpline support team reported that the user sensor data is not visible in carelink personal, but it is visible on the mobile phone app. "Complaint summary: helpline support team reported that the user sensor data is not visible in carelink personal, but it is visible on the mobile phone app. Investigation/testing summary: an attempt was made to reproduce the issue by trying to view the carelink connect screen for the provided user in carelink support application and confirmed that the issue was not reproducible. After conducting thorough investigation , observed and provided the below information to helpline. Provided the carelink connect screenshot for the user which was showing the sugar glucose data. We also were able to view the sensor glucose data available in reports for this user in carelink personal application for last 30 days. Generated the reports for recent 30 days and attached the same to the ticket for helpline reference. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that the user tried to view the report for date range during which there was no sensor information was available. Analysis summary: we were able to generate reports for the user and data was showing in the reports. We requested helpline to check with the user on the specific date range for which the user is mentioning the issue was occurring for further investigation. However we could not proceed with the analysis as there was lack of information. Esf number: afc code: za14af no issue found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported sensor data is not visible in carelink personal but it is visible on the mobile phone. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.